Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-19 . H6: investigation summary a device history record review was completed for provided lot number 2104424. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, one of the syringes was found used with the clip activated. This is not a defect of the syringe, but a characteristic of the soloshot mini syringe. Once the clip is activated, the plunger cannot be pushed down, in order to accomplish the function of the auto-disable two-piece syringe. Two unused samples were also provided for evaluation and no defects were observed with those samples. The auto-disable syringe consists of two plastic parts, the plunger and cylinder, and a metallic clip. The function of the clip is to avoid reuse of the syringe to prevent infection transmission. Once the clip is activated, the plunger cannot be depressed and will become stuck. The user should ensure that the syringe is totally closed before drawing up medication. If it is preferred that the syringe plunger go up and down more than once, other bd syringes are available without the auto-disable feature. Further action has not been determined necessary at this time.

Event description:
It was reported that the syringe soloshot mini 0.3ml 23x1 plunger jammed halfway through the vaccine dose during use. The following information was provided by the initial reporter: "bd soloshot mini 0.3ml syringe plunger stuck/ jammed half way of dose during vaccine dose administration to client. The plunger stuck and stopped moving forward during vaccine administration, even with hard force pushing on plunger it didn't work & plunger rod gets bent, and hcp needs to remove needle/syringe from client body and terminate the vaccine injection procedure. Hcp re-administer vaccine injection to client with new syringe and with new calculated vaccine dose."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe soloshot mini 0.3ml 23x1 plunger jammed halfway through the vaccine dose during use. The following information was provided by the initial reporter: "bd soloshot mini 0.3ml syringe plunger stuck/ jammed half way of dose during vaccine dose administration to client. The plunger stuck and stopped moving forward during vaccine administration, even with hard force pushing on plunger it didn't work & plunger rod gets bent, and hcp needs to remove needle/syringe from client body and terminate the vaccine injection procedure. Hcp re-administer vaccine injection to client with new syringe and with new calculated vaccine dose."